Manufacturer narrative:
(B)(4): d10: item # 0100405120, revitan dist. Straight 20/140, lot # 2680566. Item # 0101012367, cocr head 36/+4 'l' 12/14, lot # 2829233. Item # 0100013713, dural alpha insrt neutralmm/36, lot # 2834266. Item # unknown, unknown cables x3, lot # unknown. G2: report source switzerland. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported a patient had a right total hip arthroplasty on followed by a revision on due to a posterior dislocation. Subsequently, began to experience painful rotations and walking with a limp. Patient underwent a second revision approximately 13 years and 5 months post implantation due to heterotopic bone formation, femoral stem implant fracture, periprosthetic femoral fracture, metallosis, and a pseudotumor. All implants except the cup were revised without complication. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The revitan stem was returned for investigation, together with the femoral head still mounted on the taper of the proximal part. The revitan stem was received disconnected at the connection between the pin and the distal stem body; the proximal stem and the pin are still assembled. Contrary to the reported event, no fracture of the returned components could be identified. No bone on growth is visible on the anchoring surface of the proximal part. Pronounced polished areas are observed throughout the proximal part, possibly resulting from revision surgery. On the surfaces of the distal part, several scratches and nicks can be seen, most likely coming from the revision surgery. Bone attachments can be seen around the anchoring surface of the distal part. Further revision damage in the form of a drill hole can be seen on the lateral side, which was most likely used to remove the stem from the bone. The femoral head shows some scratches. It is unknown when this may have occurred. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Based on the observations from the retrieved components, it can be assumed that the connection between the pin and the distal stem body became disconnected at some point during in vivo use. However, the reason for the disconnection of the pin cannot be determined. In conclusion, since the cause may be multifactorial, consisting of patient- and procedure-related factors, a definitive root cause could not be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4): this follow-up report is being submitted to relay additional information. The following sections were updated: b4, d1, d4, d10, g3, g6, h2, h4, h11. Item # 0100405118, revitan dist. Straight 18/140, lot # 2608669. Item # unknown, unknown biolox head, lot # unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.